Event description:
It was reported the customer received a no delivery alarm during a manual prime. Troubleshooting did not occur because the customer was on their way to work. Customer's blood glucose was unknown. The customer was advised to return their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)